Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
A medwatch report was received on 18-apr-2016, and FDA report number (B)(4) was identified. The report states, a patient was having a gastrostomy feeding tube placement under moderate conscious sedation. A gastrostomy feeding tube was placed in the lumen of the stomach, guided by us and fluoro. The patient returned approximately nine months later with acute abdominal pain; the imaging showed a foreign object near the stomach along with free air. A diagnostic laparoscopy was performed to remove the object, which appears to be an internal portion of the dilator used during the gastrostomy tube placement. The patient underwent an uneventful post-op course with the return of normal bowel and bladder function. No additional information provided.

Manufacturer narrative:
All information reasonably known as of 28mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).